Event description:
Patient with history of hypertension and coronary artery disease was presented with new onset of chest pain. Patient was admitted to the cardiac catheterization lab for a stent placement and angioplasty. When examining the cordis vista brite tip® guiding catheter, there was a kink in the curve of the guide. Product not used on a patient.